Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power loss alarm. Troubleshooting was performed. The internal battery of the insulin pump could not be charged. The customer's blood sugar is 212 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing. However, power error (B)(4), low battery alert, and power loss alarms are noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump received with scratched case, serial number label faded, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.